Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station failed to boot up. A field service engineer discovered that the pyxibus cable was damaged at a specific location on the corner of the upper back half-height drawer. The engineer proceeded to replace the pyxibus cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had a power loss. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.